Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted transmitter out of range alerts (cs 206) with multiple transmitters. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and fail to react to any potential bg excursions.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-jul-2019 with the following findings: during investigation, there were multiple ccs206 (gm transmitter out of range warning). During the rewind pump gives a replace battery alarm. Unable to test cgm due to recurring replace battery alarm. Unrelated to the original complaint, there was corrosion in battery compartment. The battery compartment was found to be cracked and the pump leaks at battery compartment. Pump opened; moisture damage found on pcb. Replace battery alarm due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.